Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. (B)(4). Product has been returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This product is biomet UK manufactured and therefore a report will be submitted under biomet UK facility number (B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical device: unknown rotating hinge knee femoral stem, cat#: unknown lot#: unknown. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06865, 0001825034-2017-06866 . Product location unknown.

Event description:
It was reported that the patient was revised to address a periprosthetic bone fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.